Manufacturer narrative:
Additional information: imdrf annex a,b grid,service history review,the actual date of event is unknown.correction : imdrf annex c,d grid,complaint history review.the actual date of event is unknowna review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode.a review of the service history record for (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device alarmed for no apparent reason. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 04mar2019. The review was performed from the date of manufacture to the present date 09apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had alarms for no apparent reason. There was no patient involvement.